Event description:
It was initially reported that the physician was having trouble with their handheld turning on. It was reported that the handheld was charged but would not come on. It was confirmed that the lock button was not engaged. A hard reset was attempted three times but nothing happened. A company representative went to the site to troubleshoot the issue further but was unable to resolve it. Good faith attempts for product return and additional information have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. During the analysis it was identified that the handheld was received without a battery cover. As a result, the handheld would not power on. Additionally it was identified that the main battery was inserted backwards. The condition can prevent handheld from operating on battery power. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.